Manufacturer narrative:
Batch review performed on 19 february 2026. Lot 2436571: (B)(4) items manufactured and released on 19-feb-2025. Expiration date: 2030-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 6 months after the primary, the patient came in presenting anterior knee pain and the cause is unknown. The surgeon revised the patient`s natural patella, and revised the insert from 10mm to an 11mm. The surgery was completed successfully.